Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had another por after using the antenna locate feature. The patient was redirected to her physician so it could be cleared with a clinician programmer. No additional information was reported.

Event description:
It was reported that stimulation could not be adjusted and a 'call your doctor' icon was displayed. There was a power on reset (por) condition. The por condition was subsequently cleared and the patient was able to turn on stimulation. It was reported that stimulation was running at a comfortable level.